Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis of the affected device. Examination of the product involved may provide clarification as to the cause for the reported failure. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd us cathena 20gx2.00in straight bc safety shield activation failure it was reported by the customer that the safety lock feature of the needle did not deploy after the catheter was threaded into the patient and the needle was retracted, exposing the needle and creating a high risk for needle stick injury. Verbatim: rcc received a complaint via email. Email(s) attached. Consult placed for IV insertion for 20 gauge for cta [computed tomography angiography]. Patient seen and needle was inserted successfully however once catheter was threaded into patient and needle was retracted the safety lock feature of the needle did not deploy and needle was exposed creating a high risk for needle stick injury. No harm to the patient as IV catheter was patent when flushing with good blood return. Primary nurse in room at time of event. Needle and original packaging saved for further investigation.